Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported capsular contracture baker grade unknown. This record is for a left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6(a) & d6(b). Clarification to b6- previously reported imaging results do not relate to this device.

Event description:
Healthcare professional reported capsular contracture baker grade unknown. This record is for a left side. Device was explanted.